Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased alinity I tsh result for one patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2023, was 3.17, repeats were 0.05, 3.33, and 2.72 miu/l. Additional lab results were provided: free t4 results were 21.6, 23.9, and 23.2 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity I tsh results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 56158ud00 was evaluated using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Trending review determined no related trend for the issue for the product. Device history record review on lot 56158ud00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the alinity I tsh reagent, lot number 56158ud00, was identified.

Event description:
The customer observed a falsely decreased alinity I tsh result for one patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2023, was 3.17, repeats were 0.05, 3.33, and 2.72 miu/l. Additional lab results were provided: free t4 results were 21.6, 23.9, and 23.2 pmol/l. There was no impact to patient management reported.